Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the tip of the cervical probe was bent. There was no patient involvement.

Manufacturer narrative:
The probe was returned for analysis. Analysis found that the tip of the returned probe was severely bent. However, with markers attached and fully seated, the probe displayed good geometry and divot error readings with normal tracking and verification. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.